Manufacturer narrative:
B3: unknown. E1: phone (B)(6) one device was received for evaluation. Visual inspection found the device to be in good condition. Functional testing revealed a faulty air detector, additionally the device failed delivery accuracy testing. Functional testing was unable to verify or duplicate the reported problem since the reported problem was unknown. To address the issue, the air detector was replaced and the expulsor was trimmed. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device was sent in for repair, no additional information was provided. There was unknown patient involvement.